Event description:
It is reported that the patient was revised due to loosening of the shell. Metallic debris was noted on the femoral stem.

Manufacturer narrative:
This report was previously submitted under 1822565-2014-00440. This report will be amended when our investigation is complete.